Event description:
A malfunction, accompanied by a code labeled "malf 12," was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.